Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep). It was reported that when vectris leads were used, the hcp attempted to change out the stylet while the lead was in the epidural space with the electrodes advanced out of the needle but only one to two vertebral bodies up. When the new stylet was inserted, it would not enter all the way and stopped about 1.5 inches before the end of the lead. It was noted that the stylet was inserted completely to the end of the lead with little difficulty when the lead was inserted a couple of vertebral bodies in. The hcp described this as ¿a little lip¿ in the lead that the stylet could get past. The rep stated that the hcp had this issue occur about five times before; happened more with the green stylets. On (B)(6) 2016, it was reported that the stylet insertion issue was most likely due to the angle of the lead coming out of the needle. There were no patient symptoms reported. The patient¿s medical history is unknown. Follow-up is not required at this time and there is no further information related to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.